Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarifications to e.1.: zip code:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with 1cc of juvéderm® volite¿ in the face. After the injection, patient experienced "erythematous lesion on the right cheek" and "consults for persistent erythema and pustule". Hcp later reported "erythema-lividum reticularis" after application and "illegible delayed capillary livido reticularis in lower right third". Hcp treated the patient with hyaluronidase divided in 3 cc. It was applied punctually around the lesion and in the center. Interventional treatment was to accelerate resolution and prevent permanent damage. Symptoms have been resolved.